Event description:
Boston scientific received information that the atrial impedances jumped from 780 ohms to 1,865 ohms then back down to 780 ohms. Ts reviewed the episodes and noted that there was non intrinsic noise on the atrial channel. Boston scientific technical services (ts) discussed that there could possibly be a lead issue and suggested that they bring the patient back in for further troubleshooting.

Event description:
Subsequently, additional information was received stating that the patient was seen back in the clinic. The physician reprogrammed the settings to least sensitive. No adverse patient effects noted.

Manufacturer narrative:
At this time the system remains in service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
A revision procedure was subsequently performed due to the previously reported observations in addition to elevated thresholds. This lead and the device were removed from service and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.